Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the stimulation is too uncomfortable in her stomach and abdomen when trying to program for back pain, so there is nothing that can be done further with programming to capture the patient¿s back pain. The patient believed that her weight at the time of the event was around (B)(6); however, she could not recall since the event happened in 2015. The patient¿s trial used two leads, and the trial worked wonderfully. The patient hat great stimulation and great pain relief which is why the patient made the decision to implant the implantable neurostimulator. At implant of the implantable neurostimulator, a paddle lead was implanted. With the patient¿s replacement/revision in (B)(6) 2015, they got better results; however, they still had an issue placing the paddle lead where they wanted it due to the spine rotating. The patient does not have any back pain relief, but does have some leg pain relief. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient called in to provide the information requested in a follow up letter. The patient stated when the trial was done there were two leads and it worked perfectly. The patient stated the manufacturer representative (rep) told the patient that she would have one surgical lead for her permanent implant, and it would work just as good. The doctor told the patient at the time there were no "two lead" options available for the patient. The patient did not have any coverage on their whole left side post implant (B)(6) 2015. The patient stated the surgeon said that the patient had a bit of rotation in her spine where the lead is positioned so the lead kept moving out of place. The patient stated her healthcare provider (hcp) revised the lead in (B)(6) 2015, but the therapy was still ineffective. The patient stated they cannot program it because it "sets off her abdomen" and becomes more uncomfortable. The patient noted they would like the whole thing taken out, but they cannot remove the paddle lead. No further information was reported.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015. Product type lead, product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015. Product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 12-sep-2018, UDI#:(B)(4); product ID: 39565-65, serial/lot #: (B)(4), ubd: 09-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there is a curve in the patient's spine where the hcp had wanted to put lead. The first time the hcp put the lead in, the hcp couldn't keep the lead where they wanted it and the lead kept sliding down so the patient didn't get the whole left side covered. The patient said due to the curve in her back it was hard to position a single lead there. The patient said the trial used 2 separate leads and was great, but the manufacturer wasn't making permanent single leads at the time she got implanted. The patient said since day one her pain hasn't really been relieved very well because she has a paddle lead. The patient said she had to have the initial paddle lead replaced with a new lead because the lead wasn't working at all on the left side. The patient said the 2nd lead placement was done with her awake so they could get a better idea of where the patient needed stimulation, but the patient was on so many drugs she barely remembers it. The patient said she didn't get any stimulation in back, and only had stim in her legs. The hcp wanted the patient to have the device reprogrammed. The patient has had the ins reprogrammed, but when the rep "messes" with programming to try to get the back, the patient's stomach and abdomen get stimulated. The patient said during implant the patient complained to a rep that stimulation wasn't capturing her back and was going into stomach. The patient didn't have hope reprogramming would change coverage of stimulation because the patient thought the issue was due to the lead location and her anatomy. The patient doesn't like the paddle lead and asked her hcp about getting it replaced, but the patient said at this point the lead was so scarred in that it may be dangerous for her to get a replacement. The patient said she asked about having the whole system taken out so she could have an MRI, but the hcp said that would be risky. The patient said she was disappointed because the device wasn't helping her back pain at all. No further complications were reported.